Manufacturer narrative:
Evaluation: (B)(4) 2011 the cannula was visually inspected prior to functional testing. Visually there are no defects with the cannula. The outer diameter of the cannula was measured and the measurement at the smallest point is (.310) which is acceptable. The cannula and the ec1001 from complaint (B)(4) were wetted and the (B)(4) from complaint (B)(4) advanced into the cannula with no defects detected. The insertion was not resistant or difficult. The mating parts functioned together as they should. There are no defects detected with this device. These devices are visually inspected 100% prior to packaging. There is no root cause investigation at this time because there are no visual or functional defects detected with the device. No manufacturing defect has been identified indicating a need for a corrective action.

Manufacturer narrative:
Change in operative strategy device evaluation is currently in process. A device history record review was completed fored24, lot 762483 and this device met all specifications upon distribution.

Event description:
It was reported that the endoclamp, (B)(4) could not fit into the arterial cannula, ed24 in vivo and upon visible when removed from patient. Endoclamp ec 65 could not pass through the ed24 either. The customer tried (B)(4) first then ec65 second. Neither fit so the customer converted to a full sternotomy. Aorta is 3.8cm.